Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified femoral artery was attempted with a proglide device using the pre-close technique prior to an unspecified interventional procedure. Reportedly, when the plunger was removed, the suture did not appear. The lever was returned to its original position to retract the foot; however, resistance was felt when attempting to remove the device as the foot did not retract. The method used to remove the proglide device was not provided. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the interventional procedure was completed. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Factors that may contribute to needle to cuff miss/suture retrieval issues include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. Factors that may contribute to foot retraction issues and difficult to remove include, but not limited to, tissue or suture caught in the foot, foot not fully parked or posterior cuff partly deploy in the foot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Returned unused, sterile representative samples were successfully tested and no malfunction was noted.